Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address instability and severe varus tibial subsidence approximately nineteen (19) years post-operatively. All implants were revised and replaced. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices - nexgen stemmed precoat tibial component size 9 catalog #: 00598005703 lot #: 60100010, nexgen option cemented femoral component size h left catalog #: 00599601891 lot #: 60120537, nexgen standard all poly patella cemented size 32mm catalog #: 00597206532 lot #: 60141367. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-00614; 0001822565-2023-00615.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.